Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent an air leak test (2 bar), and a leak was observed at the level of the injection point of the shell. The filter was also noted to be cracked. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leakage was observed in a prismaflex m100 set during priming. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) research centre. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.